Event description:
The customer called and reported experiencing low blood glucose in the 50 to 69 mg/dl range. At the time of the initial report, customer's blood glucose was 220 mg/dl, but it had been 31 mg/dl that morning. She treated with food. Adjustments had been made to the insulin pump around (B)(6), and customer stated each time she met with her healthcare provider, they changed the settings. During troubleshooting, a self-test was performed and passed. The drive support cap was stated to be protruded. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis. However, the customer's territory manager called back on (B)(6) 2015 and it was found the piece was not protruding. It was stated customer's doctor made adjustments to the settings and caller did not believe it was the insulin pump but the settings that needed to be changed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.